Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, service history review, event history log review, and device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter facility name, address. Ad city name: (B)(6). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the patient was hospitalized prior to death. Treatment was not reported. It was not reported whether the patient was connected to the homechoice at the time of death or if pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.